Event description:
Use of bausch & lomb renu contact solution caused major irritation and abnormal eye discharge throughout day and night. Used for first time from eye doctor with new contacts. Event abated after use stopped.